Manufacturer narrative:
Siemens filed initial MDR 2247117-2021-00002 on 28-jan-2021. Siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated human chorionic gonadotropin (hcg) results due to sample carryover. This can be observed when a sample is assayed for hcg immediately after an undiluted sample with a hcg value of >5000 miu/ml. This issue impacts serum and urine patient samples, as well as quality control samples and adjustors. The effect of carryover varies based on the concentration of the high hcg sample. Starting (B)(6) 2022 an urgent medical device correction (umdc, letter imc22-04.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter imc22-04.a.ous) was sent to outside the us (ous). The umdc and ufsn explain the potential for carryover from high hcg samples into the next sample assayed for hcg on the immulite 2000/immulite 2000 xpi, and provides instructions to the customers. The d1, d2, d3, d4, g1 contact office - manufacturing site, g4, h7, h8, h9 and the component code, type of investigation, investigation findings, and investigation conclusion codes in section h6 were updated based on the additional information.

Manufacturer narrative:
The customer contacted a siemens customer care center. Siemens determined that quality controls recovered within the customer's ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample dilution well and sample probe assembly, and performed a total service call and preventative maintenance. The cse also adjusted the reagent lot and ran controls and a precision study, which recovered acceptably. The small sample volume and low count per second (cps) values for low dose samples makes the total human chorionic gonadotropin (total hcg) assay sensitive to sample pipetting issues. Replacement of the sample probe potentially resolved the imprecision seen on the total hcg assay. The cause of the discordant total hcg result is unknown. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated total human chorionic gonadotropin (total hcg) results were obtained on two patient samples on an immulite 2000 instrument. The discordant results were reported to and questioned by the physician(s). The samples were repeated on the same immulite 2000 instrument. The repeat results were lower than the discordant results. The repeat results were reported, as the correct results, to the physician(s). On 04-jan-2021, the customer indicated that they were concerned about the total hcg precision for the past 2-3 weeks; however, the customer only provided discordant results for two patients. This is a fertility clinic and based on one of the falsely elevated total hcg result, the physician informed an in-vitro diagnostic (ivf) patient that she was pregnant. When the sample was repeated, the results were 1.0 miu/ml and the physician notified the patient that she not pregnant. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total hcg results.